Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose level was 125 mg/dl at the time of the incident. Customer stated that drive support cap was normal. Customer stated that motor error was not reoccurred. Insulin pump was not exposed to high magnetic field. The insulin pump will not be returned for analysis.